Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 800 synchron clinical system had low anion gaps for approximately 60% of his patient samples. Erroneous results were not reported out of the lab. There were no changes to patient treatment as a result of this event. There were no reports of death or serious injury. The customer stated that chloride (cl) and carbon dioxide (co2) seemed to be the most affected by this event. The customer did not consider his results to be erroneous and did not issue any amended reports. No specific patient data were provided by the customer.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and found glue in the flowcell ports. The fse replaced the sample probe and performed alignments. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.